Manufacturer narrative:
Unit received with complete broken reservoir tube lip. Unit received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery or verify bolus stopped alarm and no excessive no delivery/occlusion alarm, low battery alarm and failed battery alarm due to completely broken reservoir tube lip. The motor was tested outside of the device and passed. Pump received with broken reservoir tube lip, missing reservoir tube o ring and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had doe not always deliver bolus on the first try. Customer's blood glucose level was unknown at the time of incident. Customer also stated that the insulin pump had diminished battery life, rejected new batteries, had random no delivery alerts and sometimes rewinds louder. The insulin pump will be returned for analysis.